Event description:
It was reported on an 840 ventilator there was a tidal volume delivery issue. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Medtronic/covidien was not authorized to repair the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventilator would not deliver the tidal volume. The ventilator was not in use on a patient at the time of the event. A third party service provider inspected the device and cleaned it thoroughly. They ran the self-testing and calibrations successfully. The ventilator was reported to now be in working condition.